Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an interspinous distraction procedure of levels s1/l5 and l4/l5 via a mini open posterior approach on (B)(6) 2016, the tip of the screwdriver broke off and the interspinous implant could not be inserted. The broken fragments were retrieved from the patient. The surgery was cancelled and the patient was closed because there was no available back up screwdriver to complete the procedure. A replacement screwdriver was requested so the surgery could be completed the next day. This report is 1 of 1 for (B)(4).